Manufacturer narrative:
(B)(4)

Event description:
After treatment with juvederm (volume/concentration unk), the pt developed "immediate necrosis of the upper lip". The pt was treated with hyaluronidase, and has recovered. Allergan's approach to compliance is to resolve all doubt in favor of reporting.